Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue happened again, which the caller understood.